Event description:
When priming crrt [continuous renal replacement therapy] filter, red alarm "cartridge leak detected" popped up. Rn to bedside and noticed water on the floor beneath the crrt machine. Filter removed and priming process restarted.